Event description:
A patient was in the operating room for a laser cystolithotomy procedure. The procedure was in progress when the power supply on the laser malfunctioned. The case had to be aborted because the laser never resumed working, not even at a lower power. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.